Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: a review of the pump¿s black box history showed that there were unusual voltage fluctuations. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump performed the rewind, load, and prime steps with no overheating occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump. The returned battery cap was used to complete all testing. The complaint the pump was overheating was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that the pump was hot and burned the user. It was noted that no medical intervention was required. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.